Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the ipg site and is sensitive to the touch. It was noted also the patient was having difficulty charging the ipg as it gets hot. The patient underwent an ipg replacement procedure.